Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited loss of capture at the programmed outputs. The pacing outputs were increased and a revision procedure was scheduled. During the revision a new lead could not be placed. This rv lead remains in service with high programmed outputs. No additional adverse patient effects were reported.